Event description:
It was reported from (B)(6) by the ventricular assist device (vad) coordinator that the controller had a damaged pin at power port one (1). The controller was exchanged and the patient provided with a replacement device. There was no reported patient injury as a result of this event. The device has been returned to the manufacturer for evaluation.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications. The controller failed visual inspection as a result of a bent pin on the power source one (1) connector; thus confirming the reported event. The confirmed malfunction is related to the reported event. This failure is most likely due to a forced or improper connection to the port causing the pin to bend as a result of inadequate training. User related contributing factors that may have contributed to this event include attempting to connect power sources to the controller without aligning the connectors. The manufacturer has opened an internal investigation to evaluate these types of issues. In may 2015, a field safety notice (fsca apr2015a) was issued to clinicians to be delivered by sites to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. On may 4th, 2015, heartware issued a field safety notice (fsca apr2015a) to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize worn alignment guides that may allow the power supply connectors to rotate or move while the metallic connection pins are still engaged. If this happens, the connection pins could become damaged or bent. Heartware has initiated a program to improve the strength of the alignment guides to reduce possible damage to the connection pins. Patients should inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. If damage is found, (I) care should be taken when connecting power sources so as not to twist or bend the connection pins and (ii) patients should contact their healthcare provider to schedule an appointment and possibly arrange for a replacement controller. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed.